Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of a 29mm sapien 3 valve in the aortic position by transfemoral approach. The patient presented with moderate degree of access vessel calcification and tortuosity. The minimum lumen diameter (mld) was 6.5mm. During the procedure, resistance was found when advancing through the esheath and a valve strut was bent. The esheath was damaged due to the valve bent strut. The entire system was removed together but it was not possible to completely pull the valve inside the esheath. A second 29mm sapien 3 kit was prepared and the 29mm sapien 3 valve was implanted without any issues. The patient did not experience any injury during the event. The patient outcome was good. As per medical opinion, the root cause of the valve bent strut was a calcium plug.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined for any abnormalities and the following was observed: crimped thv had one (1) frame strut bent outwards at inflow side. One (1) frame strut bent sideways at outflow side. Post expanded thv: one (1) bent frame strut remained post deployment. Several frame struts exposed through the skirt. The leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. The valve frame was distorted/ canted. The complaint of frame damage was confirmed based on provided imagery and returned device. A review of the lot history, manufacturing mitigation and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''patient presented moderate degree of access vessel calcification and tortuosity, mld 6,5mm. During procedure, resistance was found when advancing through the esheath, a valve strut was bent. The esheath was damaged due to the valve bent strut. The entire system was removed together but it was not possible to completely pull the valve inside the esheath''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Difficulty and resistance were encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the strut damage at the inflow. Also, it was likely that the outflow struts interacted with esheath shaft during the delivery system retrieval, which led to the bent strut side way at the outflow side. Additionally, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to resistance. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.